Event description:
It was reported that the surgeon was using 5.5mm tap and the tip of the tap broke off, along with the nitinol blunt k-wire. The surgeon was unable to retrieve the piece of the tap and k-wire from the patient's bone. Was able to finish the surgery by using the 4.5mm tap that was in the set.

Manufacturer narrative:
Method: risk assessment; labeling review; additional document review. Results: the tap was confirmed fractured by the stryker rep. A 15 minute delay in surgery resulted and the tip of the tap remains in the patients bone. The surgery was successfully completed with another tap. Manufacturing files could not be reviewed due to no lot number being provided. The instrument was reported to have been used 10-15 times. The possible root cause to the reported issue may be related to the number of uses of the tap, however the root cause is multifactorial and not determined. Conclusion: the root cause is multifactorial and not determined.